Event description:
It was reported the patient had a right clavicle fracture involving the lateral one third with separation of the coracoclavicular ligament. The k-wire snapped while driving it into the bone. The broken pieces were retrieved. X-rays were taken interoperatively to verify all pieces were retrieved. The procedure was completed as planned with no patient injury. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: one part 292.71 was received with a broken tip. The threaded tip of the k-wire is broken off and was not returned. There are scratches, and the laser marking on the shaft is clearly visible. The returned device shows has been well used. There are numerous scratches and roll marks along the shaft of the k-wire. The distal shaft, near the broken off tip, is also slightly bent. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during numerous plate implantations and proper use and maintenance are addressed in technique guides. The returned device is single use and should be discarded after each use. Due to the small diameter of the k-wire, and the distal tip was most likely broken due to especially hard bone. Additionally, the device as significant scratches and marks signifying that it was used multiple times. Therefore, this complaint condition was most likely caused by method of use, instrument age, rather than the design of the instrument. This complaint condition was most likely caused by method of use (single use device used multiple times), insertion into especially hard bone, rather than the design of the instrument. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Initially reported as (B)(6) 2014; should have been (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.